Manufacturer narrative:
At this time, no further information has been provided on this issue and the investigation is still ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received six inappropriate shocks due to atrial fibrillation. The ICD was interrogated at the hospital and an alert indicating an open circuit condition was displayed. The right ventricular defibrillation lead presented with an increase in the pacing impedance measurements and a shock impedance measurement above 125 ohms was recorded during shock delivery. The right atrial (ra) lead also exhibited an increase in pacing impedance measurements, but they remained within normal range. Boston scientific technical services (ts) was contacted and discussed the potential open circuit condition and to submit a full memory download for further review. No adverse patient effects were reported.

Manufacturer narrative:
The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient is not stable due to non-related medical issues and is currently in the intensive care unit. As a result, the hospital has decided to not intervene and will continue to closely monitor this patient. The patient has experienced no adverse effects as the result of the device or lead.